Event description:
The customer reported that the contrast needs to be adjusted and the pictures in auto mode are poor. Also, the system is freezing up while a pt was on the table. The case was completed without injury.